Event description:
It was reported, that the pacemaker dependent patient presented for a follow-up in the clinic. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited noise over-sensing. Which resulted, in pacing inhibition. The rv lead was explanted and replaced. The patient was stable before, during, after procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion exposing the outer coil consistent with friction to the device can. The cause of the reported events was due to the exposed coil at the abrasion zone. Electrical testing was normal with no anomalies found.